Manufacturer narrative:
Results - bd received one plastic bag containing a loose 5ml assembled syringe and an open 5ml tray and was evaluated. No fm was found on the syringe or inside the tray, however a small piece of cardboard was found inside the plastic bag. Conclusion - complaint confirmed as quality has previously reviewed, evaluated and investigated this failure mode. Refer to CAPA # (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found attached to a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of injury or medical intervention.